Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization stenting procedure in a mildly calcified left internal carotid artery, during post dilatation, the device ruptured at 12atms. The device was removed as a complete unit and replaced with a second viatrac device to complete the procedure. The patient did not experience any adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found mechanical damage to the outer surface of the balloon, which contributed to the balloon rupture. The observed damage was possibly caused due to an interaction between the balloon and the calcified lesion. All balloon catheters are 100% inspected to rated burst pressure and 100% inspected for balloon dimensions. A review of the device history record did not produce any findings relevant to this report.